Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On the night of june 11th (exact time not specified), the patient¿s insulin pump was in sleep mode. At that time, the dexcom app indicated that the patient¿s glucose level was high; however, the patient¿s actual bg was low. There is no documentation regarding when the bg measurement was taken or who performed it. The patient lost consciousness. Her husband resuscitated her and contacted emergency medical services (ems). No information is available regarding any medications administered during the incident. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.